Event description:
Patient was revised to address pain. The surgeon felt the primary component was oversized and flexed.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported patient pain; however, provided information, stated the size component selected at primary surgery did not achieve the desired flexion/stability. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.